Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that while the ventilator was connected to a patient, the technical error code 10 which indicates disabled valves followed by the technical error code 12 which indicates a disconnected breathing node, were generated and the display went blank. The ventilator was taken out of service.